Event description:
A caregiver reported possible high inaccurate results with the fasttake meter of pt. Pt has had iddm for 2 1/2 months before this report. In 2001, caregiver told pt to watch what the pt ate because of blood glucose readings in the mid-100's. Pt was hungry all day. At 07:11 pm, pt's blood glucose was 76 mg/dl on the ft meter. Pt started to feel funny and later fell on the ground and started to have a "seizure attack". Pt has no history of seizure attacks. The emt was called and gave pt pepsi and glycogen. At 7:31 pm, blood glucose on ft meter was 29mg/dl. Emt transferred pt to hospital where the pt was admitted. Caregiver claims that all hospital blood glucose readings were lower than ft meter. Pt was discharged from the hospital the next day. Pt insulin dosage was reduced. Caregiver unable to give further info. The ft memory download reflects pt's hypoglycemic state. No evidence to indicate that the ft meter malfunctioned. Meter has been replaced.